Event description:
New information states that the device exhibited transmission failure since (B)(6) 2020. Patient presented in clinic on (B)(6) 2020. Programming changes were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that the implantable cardioverter defibrillator displayed error message. No further information was available.